Event description:
It was reported that device interrogation found that elective replacement indicator (eri) had been reached within three years of imp lant and there was possible early battery depletion. The device has been scheduled for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419478, implantable pacing lead, (B)(6) 2006. A 507652, implantable pacing lead, (B)(6) 2003. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).